Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system experienced an infection. A revision was performed and the crt-d along with the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were explanted. It was noted the patient was prescribed a lifevest following the explant. No additional adverse patient effects were reported. The crt-d was returned for analysis and the leads were discarded.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, the infection related allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system experienced an infection. A revision was performed and the crt-d along with the right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were explanted. It was noted the patient was prescribed a lifevest following the explant. No additional adverse patient effects were reported. The crt-d was returned for analysis and the leads were discarded.